Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor would give inaccurate readings after the customer took a bath and the insulin pump would suspend causing the customer to get high blood glucose. The issue had happened with two sensors. The sensor that they recently removed had a bent cannula. The customer did not have issues with serter nor were there any hardened or scarred tissues. The customer had a high blood glucose level that was above 400 mg/dl. The customer's mother declined troubleshooting for the high blood glucose. The customer was sent two sensor replacements.